Manufacturer narrative:
A specific root cause could not be identified. The calibration and quality control data do not indicate any problems. Based on a review of the alarm trace from the day of the event, some abnormal sample aspiration alarms were detected which indicate a possible issue with sample quality. The customer has not complained of any additional issues since this event occurred even though no service action was performed. The most likely root cause is a sample related issue since the issue has not occurred again and no service action was performed.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous high results for 3 patient samples tested with the thermofisher cedia gentamicin assay. Tests were performed on the c702 analyzer compared to results from an external laboratory using the abbott method. The erroneous results were reported outside of the laboratory. Patient 1 initial gentamicin result from the c702 instrument was 11.5 mg/l. The repeat result by the abbott method was 0.6 mg/l. Patient 2 (female with date of birth of (B)(6) 1952) initial result from the c702 instrument was 11.2 mg/l. The repeat result by the abbott method was 0.8 mg/l. Patient 3 (male with date of birth of (B)(6) 1957) initial result from the c702 instrument was 11.1 mg/l. The repeat result by the abbott method was 0.9 mg/l. No adverse event occurred. As far as the laboratory knows, no treatment was initiated for any of the affected patients. The gentamicin reagent lot number and expiration date were not provided.